Event description:
(B)(6) (registered pharmacist) at medical center, reported pt (patient) currently in the hospital due to pump malfunction (unspecified). Unknown if md aware. Date of admittance/ discharge or length of hospitalization is unknown. No further info/details or dates available. Sq remunity self-fill pt. Pt started using remunity device (B)(6) 2024. Reported to (B)(6) by: health professional.